Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-300b burr attachment of the mis handpiece lost connection and stopped working to the ar-200m motor with cable from the console during a case while the surgeon was making an osteotomy. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 08/14/2024: this occurred during an osteotomy procedure on (B)(6) 2024. The case was completed using the complaint devices, ar-300b burr attachment of the mis handpiece and the ar-200m motor with cable by unplugging and replugging. There was a case delay, and the length of time and whether additional anesthesia was administered to the patient is unknown. There were no adverse effects on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the most likely cause of the reported failure can be attributed to user error of the device due to improper device handling during cleaning and sterilization.